Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent the following procedures: anterior lumber interbody fusion to treat the following pre-op diagnosis: lumbar discogenic disease, l5 radiculopathy. Per operative notes: "....we then placed a 16 x 23 mm lt cage using fluoroscopy. We then pulled the c-distractor out and placed another 23 x 16 mm l t cage. Once this was accomplished, the sheath was removed and final positioning of the graft was undertaken with direct vision. Ap and lateral views were obtained to ensure that we were within the pedicles. We then placed the soaked collagen sponges within each graft gelfoam was then placed over the disc place....the patient was taken to the recovery room having tolerated the procedure well..." No other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.